Manufacturer narrative:
The hospital reported that therapy was turned off. We were notified that this lead was capped when the patients ICD was replaced on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The hospital reported that therapy was turned off. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
We received a medwatch report filed by the hospital on this lead. It states that there is a fracture and noise on this lead which led to inappropriate shocks. There is no mention of intervention.